Event description:
It was reported that during an atrial fibrillation (afib) procedure, left pulmonary veins done & isolated, 80% of right pvi line done. The physician noted less cardiac motion on xray, the blood pressure 80-90 range, used ice catheter and quickly identified pericardial effusion. The physician was unsure if this happened during ablation or simply catheter manipulation (some concern of manipulation with ablation catheter barely out of sheath creating added stiffness on occasion). No steam pop or concern for device malfunction verbalized by the physician. The case was aborted immediately, heparin reversed, all catheters removed from left atrium. The patient monitored closely at they set up for pericardiocentesis. Transthoracic echo and then effusion drained for approximately 340 cc bloody fluid. The blood pressure never dropped below 80¿s. The patient transferred to the ccu for observation. The physician/customer¿s opinion regarding the causality of adverse event was procedure-related (catheter manipulation by fellow).

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Bwi products in use for the procedure were: carto 3 system: serial # (B)(4). Stockert generator: serial # (B)(4). Cool flow pump: serial # (B)(4). Lasso catheter: cat# d134302, lot# 16023277l. (B)(4).